Manufacturer narrative:
(B)(4). (B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
A customer reported that a female patient after delivery was transferred to the bathroom using a floor lift. At that moment it was stated that the patient condition was good. On a way back the patient lost consciousness while on steady and due to the fact that the seat section could not be lifted as a patient body weight lay on it, the patient had to be lifted over the device to place on a bed. While lifting the patient manually a caregiver felt pain in a back described as "zing". The caregiver returned to full duty, no medical intervention was required. Sudden weakness of a patient was caused by a "vasovagal response to her body adjusting to the bloodloss after childbirth." There was not a serious injury in relation to this event.

Manufacturer narrative:
An investigation has been carried out and the conclusions are following: a customer reported that a female patient after delivery was transferred to the bathroom using arjohuntleigh active lift. At that moment it was stated that the patient condition was good. On a way back, while the resident still being placed on stedy, lost consciousness and due to the fact that the seat section could not be lifted as patient body weight lay on it, the patient had to be lifted over the device manually. While lifting the patient manually a caregiver felt pain in a back described as "zing". The caregiver returned to full duty, no medical intervention was required. It was reported by the customer that sudden weakness of a patient was caused by : "vasovagal response to her body adjusting to the bloodloss after childbirth." There was not a serious injury in relation to this event. Additionally it was stated by the customer that the brakes were slipping, not keeping its intended position. The stedy has been designated as a non-powered 'active' lift device, which assists with the mobilisation and transfer of patients who have a degree of physical strength and coordination, need help to move. The device is equipped with supportive shin-knee pads, handgrips to help the patient to maintain an ergonomically stable posture and the seat section to provide sitting support during transfers and to allow for a rest period during standing exercise. Each of a split seat pad (flaps) folds into a vertical position to enable patient ingress/egress from the lifter; these then fold down to form a temporary supportive seat suitable for short duration transfers. For patients less stable, a back support sling can be attached for additional postural control. The stedy device is designed for residents/patients who have the ability to stand unaided or who can stand with minimal assistance. A caregiver shall assess a patient condition and physical ability for using the lift. This incident has been determined an isolated occurrences, as a review of reportable complaints within the last 5 years did not reveal another complaint in which a patient faints while on stedy and has to be transferred manually to another medical device. A device inspection performed after the event confirmed castor failure. It was found that the rubber on the castors was worn. The unit would slide freely across the ground even with locked brakes. When shaking the lift, the brakes could lock and unlock. The castors were cleaned and replaced by a third party service technician. Please note, that although the device was found to have defective castors, the failure did not interact with the reported event in a way that would cause a patient to faint or cause difficulties in getting the patient out of the lift. Even with operable castors, the caregivers would encounter difficulties in getting an unresponsive patient out of the device. When the resident becomes unresponsive after being placed on the stedy device it is hard to get the person out of the device as a parson weight "blocks" seat pads from lifting. To move the person from the lift, a carer needs to lift the person manually. Although, the patient who had been transferred to a lift was initially assessed as being in a good condition, fainted on a way back from the bathroom. Following the clinical expert opinion, this can happen when a person is standing up too fast and as a result the body is low blood pressure. This condition is common, especially after giving birth. The stedy device did not fail in a way that could cause or contribute to the event. The worn castors found did not interact with the patient fainting. From the above it seems that the combination of clinical evaluation of a patient condition and an unfortunate coincidence caused the event. In conclusion, there was no product failure that could cause or contribute to the event. The system was used for patient care at the time of event and thus was directly involved with the reported incident. This record has been deemed reportable taking all the circumstances of the event into account: a patient who lost consciousness as a result of a blood loss after a childbirth and the necessity to lift the patient manually to place on a bed; as a consequence of manual lifting the caregiver felt pain in her back; also sudden weakness and possible body mass shifting could have caused the device tilt and fall. There was no serious injury in relation to this event. We report this incident in abundance of caution.